Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva single port 24ga 0.56in (0.7 mm x 14 mm). The following information was provided by the initial reporter, "I have a 24 gauge nexiva IV catheter that was used on a patient that had a leak between the hub and tubing."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample for evaluation. Bd received one used nexiva 24 g unit with no packaging from material number 383510, lot number unknown. No needle set was returned for evaluation. Through the visual/microscopic evaluation a slit was observed approximately one inch from the nose of the straight adapter. The damage was observed to have rounded damage. A water/air leak test was performed, and air bubbles were observed coming from the area of the slit/cut. The reported issue was confirmed. Damage to the tubing can happen in various locations during manufacturing. The deep round indents in the tubing help narrow down this possibility. A device history record review could not be performed as the lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd nexiva single port 24ga 0.56in (0.7 mm x 14 mm). The following information was provided by the initial reporter, "I have a 24 gauge nexiva IV catheter that was used on a patient that had a leak between the hub and tubing."